Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015. The customer had a high blood glucose level of 400 mg/dl, that she treated with a manual injection. She had a diabetic ketoacidosis. The customer attempted to give herself insulin but the insulin pump did not seem to be working at the time. She wore her insulin pump at the time of hospitalization. The customer declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.